Event description:
The patient was hospitalized for hypokalemia unrelated to pd therapy on (B)(6) 2020 and found unresolved and refractory peritonitis from (B)(6) 2020. It was confirmed the patient¿s peritonitis, hypokalemia, and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge. Upon additional follow up, the peritoneal dialysis registered nurse (pdrn) reported the patient was suffering from frequent bouts of nausea and vomiting due to the severity of the peritonitis, which caused the hypokalemia.

Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance's or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. In addition, the user guide was reviewed and states as a warning before starting the treatment, ¿you must use aseptic technique as directed by your pd nurse to prevent infection¿. At this time the reported incident could be attributed to end user error in accordance to the complaint description. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Manufacturer narrative:
Clinical investigation: a temporal relationship exists between ccpd therapy utilizing the liberty select cycler, liberty cycler set and the adverse event of peritonitis, characterized by abdominal pain. It is well established pd patients are at high risk for infections of the peritoneum. The cause of the patient¿s peritonitis can be attributed to touch contamination during ccpd therapy at home. Touch contamination is the most common source of transmission of pathogens that cause peritonitis. This is further evidenced by a microorganism that is part of the normal flora of the human gastrointestinal tract, may colonize the upper aerodigestive tract and genitourinary tract. Therefore, the liberty select cycler and liberty cycler set can be excluded as the source of the patient¿s peritonitis. Based on the required information, there is no specific allegation or objective evidence indicating a fresenius device(s) or product(s) deficiency or malfunction, caused or contributed to the patient¿s adverse event. The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
It was reported that a peritoneal dialysis (pd) patient had peritonitis. The patient had used a 4.25 bag and seem to start having issues and pain. The patient went to the dialysis clinic and was diagnosed with peritonitis. Upon follow up, the patient¿s pd registered nurse reported this patient presented to the outpatient clinic with symptoms of abdominal pain and cloudy peritoneal effluent fluid. Peritoneal effluent fluid cultures taken in the outpatient clinic presented with klebsiella aerogenes and a white blood cell (wbc) count of 41,452/mm3. The patient was diagnosed with peritonitis due to touch contamination during ccpd therapy on the liberty select cycler at home. It was reported the patient disregards many aspects of aseptic technique during ccpd treatment setup. The patient was not initially hospitalized and prescribed intraperitoneal (ip) ceftazidime at 1000 mg every day for three weeks. The patient was hospitalized again and found unresolved and refractory peritonitis from (B)(6) 2020. The patient was treated with ip ceftazidime at 2000 mg with every pd treatment for no less than three weeks. There was no report of additional cultures or labs during this hospitalization as the outpatient clinic did not receive the patient¿s discharge paperwork. The patient¿s pd catheter (not a fresenius product) was removed during this admission due to the severity of the infection and a central vascular catheter was placed in favor of hemodialysis (hd) for renal replacement therapy. The patient continued hd therapy on a hospital provided hd machine (brand and model unknown) for the duration of the admission. The patient had an uneventful hospital course and was discharged on (B)(6) 2020. It was confirmed the patient¿s peritonitis and the associated hospitalization were not due to a deficiency or malfunction of any fresenius product(s) or device(s). The patient is recovering from this event and continues hd therapy on an in-center basis post-discharge.